Event description:
It was reported that, during a tha, a surgeon could not dissociate a v40 trial head form a centpillar tmzf stem. Therefore, he finally dissociate it with a bone clamp.

Manufacturer narrative:
It was noted that the device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding difficulty removing a trial head from a centpillar stem was reported. The event was not confirmed. There is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported disassembly difficulty determined due to the minimal information received.

Event description:
It was reported that, during a tha, a surgeon could not dissociate a v40 trial head form a centpillar tmzf stem. Therefore, he finally dissociate it with a bone clamp.